Event description:
An initial axsym beta-human chorionic gonadotropin result of 367 mlu/ml was reported on a pt suffering from an ectopic pregnancy. The physician questioned the result and the sample was repeated with a result of 8302 mlu/ml. Upon further evaluation, it was determined that the original sample was clotted. Per the physician, had the level of 8302 mlu/ml been reported initially he would have given the pt a second dose of methotrexate. Due to the delay, the pt was already having pains and a dose of methotrexate was contraindicated. Surgery was required to abort the pregnancy.